Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the driver tip (rash8n) fractured when removing the healing abutment. The fractured piece is inside the abutment head.

Manufacturer narrative:
One narrow right angle large hex driver tip and one healing abutment were returned for investigation. Visual inspection of the as received product identified the tip of the hex driver fractured into the healing abutment. From the top view it appears as if the driver was inserted into the healing abutment incorrectly/in the wrong orientation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev. G (12/17) ¿ biomet 3i surgical manual information identified: the surgical manual identifies the appropriate driver per item along with the recommended torque value in the torque matrix on pg. Iii-vi. Healing abutment protocol is featured in single stage treatment protocol. The complainant reported ¿driver tip fractured when removing the healing abutment¿. The complaint was confirmed as the driver tip was fractured into the healing abutment. The definitive and probable root causes cannot be determined as the conditions/circumstances of the event and the maintenance of the driver tip involved cannot be confirmed.